Manufacturer narrative:
The sample was returned for evaluation. The returned pouch was noted to have been being opened by the user from the bottom of the pouch and not from the chevron end of the package. During the evaluation, a tear in the tyvek section of the pouch was identified. The tear on the pouch is located near the bottom non-chevron end where it appear the user was opening the package. As reported, the user noted the tear while opening the pouch. At this time, based on the available information and sample evaluation, it cannot be determined if the tear was present prior to attempted opening, or it occurred while the user was attempting to open the pouch from the non-chevron end. Therefore, a definite root cause can not be determined. Manufacturing reviewed with no abnormalities that may have contributed to this complaint identified.

Event description:
As reported, when opening a capsure straight (15) package, it was identified that approximately a 2 cm tear was found on the back of the inner pouch of the sterilized package; there was a concern for breach of sterility. As reported, this issue was identified prior to the procedure and the device was not used on the patient.